Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation procedure with an unspecified mentor gel breast prosthesis that ruptured after implantation. Rupture was diagnosed by a doctor exam. In addition, the patient started to have swelling and pain in her breast. As a result, the patient underwent bilateral explantation on (B)(6) 2018.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/10/2018. Device evaluation summary: it was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with an unspecified mentor gel breast prosthesis that ruptured after implantation. In addition, the patient started to have swelling and pain in her breast. Upon receipt by mentor, the device contained clear gel. Brown and white material was observed within the device. White material and gel were observed on the shell surface. Evaluation of the device revealed a rent at the junction patch. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were observed. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed. A root cause of the failure could not be determined. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture, pain and inflammation are known complications associated with these devices and are referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).